Event description:
A pt with dialysis dependent renal failure complicating a stroke and heart attack had multiple specialists in team with the pcp managing care and entering orders on the (B)(6) computer. On the pt's active "prn med orders" were seven separate orders for potassium -2 by mouth, 7 by parenteral-. On the pt's active "prn med orders" were four separate orders for phosphate -all parenteral-. Potassium puts most pts with renal failure at risk. The nurse has many choices for therapy, but which one will the nurse administer? This pt was not overdosed, but is at risk for excess potassium. An ongoing hazard, the device enables ease in ordering duplicate medications and user unfriendliness for the physician to eliminate those which are not being used.

Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on her aviva system, and 219 mg/dl on her brother's compact system within 10 minutes. No information available for brother's compact system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information available for brother's compact system.